Manufacturer narrative:
H3 other text: device not return.

Event description:
The manufacturer received information alleging a ventilator screen was cracked. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator screen was cracked. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display needs to be replaced to address the issue. In addition of the above evaluation, the device's blower assembly, blower bellows, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly will need to be replaced due to contamination, which was not related to the malfunction/issue. Unit passed final test.